Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The primary di number was provided as the full UDI number could not be obtained based off the lot number provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during a procedure for an arteriosclerosis obliterans (lower extremity), this acumen iq sensor provided inaccurate values for the cardiac index (ci), systemic vascular resistance (svr), and systemic vascular resistance index (svri). The provided values were: ci: 5.3, svr: 640 and svri: 979. The expected values were to be much higher than those displayed on the monitor. There were no error messages displayed when the issue was identified. There were no abnormalities such as occlusion, leakage, or kinks identified with the device. The customer replaced the pressure cable, however, the issue persisted. The suspect device was replaced, and the issue was resolved. Norepinephrine was administered based off the inaccurate values provided. There was no allegation of patient injury. The device is available for evaluation.

Manufacturer narrative:
One acumen iq vamp flex kit was returned for evaluation. The reported issue of inaccurate values was unable to be confirmed. Both the acumen iq and dpt sensors zeroed and sensed pressure accurately on the hemosphere monitor. There were no error messages on the monitor. The pressure did not show any drift during the output drift testing and met all specifications. The electrical testing also showed that both input impedances and output impedances were within specifications. The zero-offset met specifications. There was no visible damage observed from the kit. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Since the complaint affected unit was returned for evaluation and no defect was found a product non-conformance or device failure associated to manufacturing or design could not be confirmed. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.